Event description:
12 hours post stent assisted embolization of the left anterior communicating artery aneurysm (acom), the patient had a headache and a CT scan revealed a subarachnoid hemorrhage (sah). The sah resulted in a stroke. Two days post procedure, the patient recovered and the headache disappeared. There was no treatment for the reported sah and stroke. The physician stated that the cause of the sah was an aneurysm rupture due to¿blood vessel perforation by coils¿.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Aneurysm rupture, hemorrhage, stroke and headache are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
The device remains implanted.

Event description:
12 hours post stent assisted embolization of the left anterior communicating artery aneurysm (acom), the patient had a headache and a CT scan revealed a subarachnoid hemorrhage (sah). The sah resulted in a stroke. Two days post procedure, the patient recovered and the headache disappeared. There was no treatment for the reported sah and stroke. The physician stated that the cause of the sah was an aneurysm rupture due to¿blood vessel perforation by coils.¿